Event description:
Healthcare professional reported left side rupture. Additionally, patient reported "had multiple surgeries due to capsular contracture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. Yellow particles observed, on the surface of the shell. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, left side rupture. Additionally, patient reported, "had multiple surgeries, due to capsular contracture". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Additionally, patient reported "had multiple surgeries due to capsular contracture." Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown.